Event description:
Edwards received notification from our affiliate in canada. As reported, this was an implant case of a 29mm sapien 3 valve in aortic position by transaxillary approach. During the procedure, the 16fr esheath was prepared and inserted in the axillary artery with no issues. The commander delivery system and valve followed. The valve was advanced out of the esheath into the ascending aorta in order to perform valve alignment. Due to the limited space and curvature of this area, valve alignment could not be performed in a straight portion of the ascending aorta. The patient also had a porcelain aorta and a protruding piece of calcium at the level of the stj which made manipulations limited. During valve alignment, the pusher became buried inside the proximal portion of the valve, making it difficult for the balloon to be pulled between the two alignment markers. Multiple attempts were made to obtain good alignment of the valve onto the balloon. The device was unlocked to release tension and the balloon was pushed forward to prevent the pusher from diving into the proximal end of the thv. The valve was aligned with the balloon markers as much as possible and the team proceeded. Pacing was initiated and a slow and careful inflation was performed. During inflation, the balloon ''seeded'' into the ventricle while the valve was pushed to the ascending aorta. Inflation was immediately aborted however the distal part of the valve was already partially inflated while the proximal end was still crimped. Recrossing of the valve became impossible due to the shape of the valve despite body ballooning. Recapture into the esheath was not possible due to the shape of the valve and the esheath eventually became dislodged out of the axillary artery rendering it unusable. An attempt at deploying the valve into the ascending aorta was considered however blood flow back into the atrion indicated the balloon had ruptured following all these manipulations. The decision was made to perform open heart surgery to surgically remove the thv valve and delivery system from the patient. Another 29mm sapien 3 valve was crimped directly onto the balloon of a new commander delivery system and implanted through open heart, under direct visualization, through a puncture in the ascending aorta with the guidance of tee and fluoroscopy. The valve was deployed at the desired location. The patient required multiple blood transfusions due to significant blood loss (the patient was on anticoagulants due to history of multi vessel/left main angioplasty). The patient is currently still intubated and unconscious however all his blood levels have returned to normal.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. H3 other text : device follow-up is in progress.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Update b5. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-15950. The investigation is in progress. A supplemental report will be submitted.

Event description:
The reason for he esheath dislodgement from the axillary artery was that the esheath was not sutured initially since there was a need of moving freely in order to be able to perform the valve alignment in an small area. The final patient status was that the patient was discharged from hospital. As per medical opinion, the root cause of the event was a tortuous anatomy in a small area.

Manufacturer narrative:
The device was not returned for evaluation as it was not available. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints valve alignment difficulty fine adjust/gross, balloon leak, and withdraw inability were unable to be confirmed due to unavailability of the returned device and/or applicable imagery. The complaint valve not between alignment markers and deployed was confirmed based on evaluation of the provided imagery. However, no manufacturing non-conformance was identified during the evaluation. An existing edwards' technical summary has been documented for root cause analysis root of valve alignment difficulty including alignment in non-straight section of anatomy (due to tortuosity) as well as secondary failures due to tension build up in the system including balloon leakage and withdrawal difficulty. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. Additionally, increased valve alignment forces can result in the valve's interaction with the balloon, causing the valve to compromise the balloon structure, subsequently leading to leakage. It is also possible that the balloon material became caught on the partially deployed valve during system retrieval attempts, leading to balloon damage. The reported withdrawal difficulty was likely the result of partially deployed thv being unable to re-enter the sheath tip due to the altered valve profile (partially expanded inflow). In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment and withdrawal step. It should be noted that these mitigations are still in place. In this case, review of available information suggests that patient factors (tortuosity) and/or procedural factors (valve alignment in the non-straight section, valve's interaction with the balloon) contributed to the valve alignment difficulty and balloon leakage while procedural factors (withdrawal of partially deployed valve) contributed to the withdrawal difficulty. For the complaint of valve not between alignment markers and deployed, per the training manual, the user is instructed to check to ensure the thv is exactly between the valve alignment markers prior to deployment. In this case, as reported, multiple attempts were made to achieve valve alignment. However, as seen in the provided imagery, the thv was not centered between the alignment markers prior to deployment, and the user decided to deploy the valve despite it being positioned off markers. As a result, the valve was not deployed evenly, resulting in aortic embolization. As such, available information suggests that use error (not follow instructions) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.